Event description:
The customer reported that at 8ma pulse mode and fast pulse active, the irradiation time display was not updating during radiation. No patient injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.